Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr. (B)(6) did your surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("ovulation cramps"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and ovulation pain outcome was unknown. The reporter considered medical device removal and ovulation pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: ovulation pain, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr did your surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("ovulation cramps"), pruritus ("itch everywhere"), back pain ("back pain"), pain in extremity ("arm/ hand pain"), neck pain ("neck pain"), fatigue ("I am still exhausted") and depression ("this week its just been a depressing week"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, ovulation pain, pruritus, back pain, pain in extremity, neck pain, fatigue and depression outcome was unknown. The reporter considered back pain, depression, fatigue, medical device removal, neck pain, ovulation pain, pain in extremity and pruritus to be related to essure. The reporter commented: removed in (B)(6). Concerning the injuries reported in this case, the following ones were reported via social media: ovulation pain, medical device removal, pruritus . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event itch everywhere and reporter information was added. On 23-mar-2020: social media content received: reporter added. Event back pain , arm/ hand pain, neck pain , I am still exhausted and this week its just been a depressing week were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('dr did your surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("ovulation cramps"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and ovulation pain outcome was unknown. The reporter considered medical device removal and ovulation pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: ovulation pain, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.